Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that debris was noticed on the ms insert prior to implantation. Physician refused to implant insert and requested a new insert. A photograph was taken of the implant. The product was not returned to j&j medtech orthopaedics, however a photo was provided for review. The photo investigation revealed an unknown foreign matter on the surface and beside the atune cr rt ms ins sz 5 6. The reported allegation can be confirmed, however since the implant have been removed of the inner package, it cannot be confirmed whether the foreign matter was present within the package when it left j&j's control or at what point the implant may have been exposed to this foreign matter. Evidence indicates that the device had been properly sealed and packaged at the manufacturer before it was opened. Consequently, there is no indication of any manufacturing error that could have contributed to the reported issue. Without concrete evidence or further information, it is not possible to determine a root cause. A manufacturing record evaluation was performed for the finished device [152020506 / m71t15] and no non-conformances or manufacturing irregularities were identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the atune cr rt ms ins sz 5 6 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device [152020506 / m71t15] and no non-conformances or manufacturing irregularities were identified.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that debris was noticed on the ms insert prior to implantation. Physician refused to implant insert and requested a new insert. There was no surgical delay. There was no patient consequence. Doe: (B)(4) 2024. Affected side: right knee.